Event description:
Septishield deployed over swanganz catheter. Failed to tighten at hub, due to missing diaphragm. Swan had to be removed from pt new septishield deployed, and swan replaced. Potential, no actual pt harm.